Manufacturer narrative:
Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that the holter ventricular catheter became disconnected from the holter valve after implantation, the patient experienced neurologic deficits and pain and the holter system (valve and catheter) was revised. The patient started to cry uncontrollably and felt unbearable headaches, to the point of not being able to stand up, because he fell every moment and had a seizure. An x-ray and tomography showed that the catheter placed in the brain had "broken", that is, disconnected, and this caused a leakage of brain fluid and consequently a high pressure that almost killed the patient.